Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
Sales consultant reports: during an orif of the right ankle, when seating the 4.5mm cannulated screw over the k-wire the very tip of the screw broke off. The head and shaft of the screw are all intact, the very tip of the screw sheered, broke off. The cannulated screw was fixated well and left in the patient. There was no further incident and the surgeon completed the procedure.